Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material in the a/w tube¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from grip and biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During inspection it was found that the air/water tube had remains of white foreign material and air/water cylinder had foreign objects likely due to insufficient cleaning. Additionally, during incoming inspection, leakages were found in the biopsy channel and in the grip. The distal end insulation test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There were no reports of patient or user harm associated with this event.